Event description:
It was reported after approx. 1 day implantation that the lead had a pacing failure. A new lead was implanted instead.

Event description:
It was reported after approx. 1 day after implantation that the lead had a pacing failure. A new lead was implanted instead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly advanced within the leads lumen and the number of turns required to extend the fixation helix was not within the technical specification. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the explantation procedure. Damages like the cuts into the insulation 25 cm distal to the is 1 connector pin most likely occurred during the extraction procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical inspection were within the technical specifications. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.